Manufacturer narrative:
The manufacturer has received the sample and is pending evaluation. Results are expected soon. A lot history review (lhr) review is not possible, as no manufacturing lot number has been provided by the complainant.

Event description:
It was reported that it was found that there was leak at marked of 21 cm from the catheter.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The following were reviewed as part of this investigation: patient severity, complaint and lot history review, applicable previous investigation(s), sample (if available), and applicable fmea documents. Based on a review of this information, the following was concluded: the complaint of a leak is confirmed. One 2 fr per-q-cath with a stiffening stylet and t-lock inserted was returned for evaluation. An initial visual observation showed use residue on the returned sample. The sample was flushed with a 12 ml syringe of water and a leak was found at the 9 cm depth marker. A microscopic observation revealed a small diagonal split in the catheter tubing at the leak site. A small bulge was also observed in the catheter tubing near the split. Additional damage was observed on the interior of the catheter tubing. The location, extent, and physical characteristics of the damage observed in the returned sample indicate the catheter was likely damage due to excess friction from the stiffening stylet. This can occur if the stylet is moved within the catheter prior to proper hydration of the stylet and/or due to excessive manipulation of the catheter with the stylet inserted.

Event description:
It was reported that it was found that there was leak at marked of 21 cm from the catheter.